Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into server and found no messages available for processing meaning the server is communicating and there were no devices on critical override. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple stations were not communicating, were on critical override, and 15 stations were affected. The customer stated that the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.